Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, a gap between the distal edge of the graft cover and the tapered tip was noticed and the procedure was aborted. It was confirmed the stent graft was inspected prior to use and the gap was noted pre its insertion into the patient. Per physician, the cause of the event was due to the patient's anatomy and tight calcified iliac access. It was also noted that the gap may have contributed to device not being able to pass through the common iliac artery to its intended implant site in the thoracic aorta but the gap was present outside the patient prior to insertion. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.